Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) called on behalf of customer to state the patient just delivered her baby & the insulin pump stopped working. The customer experienced high blood glucose level ranging from 454 mg/dl to 503 mg/dl. The customer stated she experienced nausea & dehydration as a result of her high blood glucose reading. The customer was assisted with troubleshooting. The insulin pump passed self test. The customer changed the set and removed the cannula and determined that it wasn't bent. The product was not returned for analysis.